Manufacturer narrative:
Infection almost 1 year from the date of initial surgery is not believed to be attributed to the device

Event description:
The patient requires revision surgery due to patient infection after total knee replacement. The components were manufactured, packaged, and sterilized correctly and it is not believed that the implant caused the infection and subsequent revision.